Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The device history record was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
The event involved a spinning spiros closed male luer, purple cap and it was reported that the spiros leaks at the connection to the tubing, causing a leak of the product (nacl- sodium chloride) during patient use. There were no negative clinical consequences, and few minutes delay in therapy, but the therapy has been completed. The leak was cleaned up according to facility protocol. The patient received the full intended dose. There was no patient harm reported.